Manufacturer narrative:
Investigation revealed that the customer used the software in a multi-workstation environment which is a scenario not indicated in the dexis user manual. A software evaluation was performed on dexis 10.1.2. Evaluation revealed that the reported issue is only observed when multiple instances of dexis (patient) administration are active, which is not considered to be a normal scenario for the use of dexis. Technical support rebuilt the sql database and retested with successful retreival of correct patient file. The user is able to determine the correct patient image and no injuries have been reported. This concludes our investigation.

Manufacturer narrative:
Initial investigation confirmed report of "incorrect patient is displayed when clicking directly on a patient name in the (B)(6) (patient) administration screen". A resolution was provided to the customer. However, further investigation is needed to determine root cause of the reported issue. A follow-up report will be submitted upon investigation completion.

Event description:
The customer reported that the incorrect patient is displayed (list is jumping) when clicking directly on a patient name in the dexis (patient) administration screen. No injuries have been reported.